Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04-may-2026, it was reported via email that three ar-4551 sutureloc meniscal root repair implants were defective during use. During the procedure, each implant deployed prior to passing beneath the tibial plateau. It was noted that the surgeon pulled on the sheath rather than the deploying sutures. No patient harm was reported. This was discovered during a procedure on (B)(6) 2026. Additional information was received on 07-may-2026: no device components broke within the patient. The procedure was completed using fiberlinks and a swivelock in the tibia, following a prior arthrex meniscal root technique. An ar-4550 meniscal root repair kit was used to complete the case. There was no delay to the surgery, and no additional anesthesia was required. Additional information was received on 11-may-2026: this occurred during a meniscal root repair procedure.